Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, regarding implant of a 29mm sapien 3 ultra resilia valve in aortic position by left transcarotid approach, during the procedure, some difficulties were encountered when performing the fine adjust, even though it was performed in a straight section of the anatomy. The valve was aligned prior to the valve alignment markers (under-aligned). However, the valve was deployed in the intended position, even it was off the markers. There were no damages in any devices. Finally, the patient was in stable condition.